Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours." Corrections: f,h h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient experienced urinary tract infection while using the purewick female external catheter. Representative advised the patient not to use it again until the doctor stated as it was alright. It was noted that the patient had been using purewick products for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection. Per follow-up via phone on 23mar2022, customer reported that the patient did develop a urinary tract infection and was prescribed an antibiotic by the doctor. It was stated that the urinary tract infection was now cleared. Per customer via phone on 02may2022, reported that the patient did have urinary tract infections, because they used the purewick female external catheter more than once. Patient stated that they could not afford to buy more so they reused the wicks. Patient was prescribed antibiotics from doctor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced urinary tract infection while using the purewick female external catheter. Representative advised the patient not to use it again until the doctor stated as it was alright. It was noted that the patient had been using purewick products for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.